Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately 1.5 years post initial procedure, it was discovered during a routine follow up imaging that the patient's aneurysm sac grew 1cm in 6 months. Angiography identified a small jet type iiib endoleak at the bifurcation. Successful re-intervention was performed with implant of an afx2 bifurcated stent graft sealing the type iiib endoleak. The patient was reported to be doing well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the type 3b endoleak in the distal bifurcated stent graft and the sac growth based on the medical records and imaging available to review. Device, user, procedure or anatomy relatedness of this event could not be determined with the medical records and imaging available for review. No procedure related harms identified were identified. The final patient status reported was discharged two (2) days following a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: device code: remove code 2978. H6: result code: remove code 3233. H6: conclusion code: remove code 11.